Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2011; d314trg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that during a device change out and lead revision procedure, the insulation on the left ventricular (lv) lead was damaged. Impedance went from >500 ohms pre-procedure to 19 ohms. Prior to the procedure, all lead parameters were normal. During the procedure a pocket infection was suspected. The entire system was explanted to allow the infection to clear and a temporary system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.